Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and painful rash on her back under the therapy electrodes. The patient reported that it "is possible" that she has an allergy to metals. There was no alleged device malfunction contributing to the irritation. Patient reported that she went to urgent care where they gave her benadryl. The patient also followed up with her physician who advised her to continue taking over the counter medication for the skin irritation. Follow up indicated small improvements to the skin irritation.